Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. A system notice was also received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Additionally, blood stains were found at the connection between the tail end of the balloon and coaxial umbilical cable. When the balloon was withdrawn, it was found that the tip end of the balloon was damaged and blood had entered between the two layers of the balloon. The balloon was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and images were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 16 applications were performed using catheter number 1 identified as 2af283 with lot number 22644. The patient file showed 4 applications were performed using catheter number 2 identified as 2af283 with lot number 21577. The patient file did not show any system notices on the reported date of the event. Two visual files were received and reviewed. The first image showed a close-up view of the balloon component of a balloon catheter, containing what appears to be blood. The second image showed a coaxial connector of a balloon catheter with visible blood traces inside. There was no identifying information such as the lot number, serial number, or event date is present within the images provided. In conclusion, the issue (visible blood) was confirmed through analysis of the images. The system notices 50005 and 50006 (a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection and a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled.) Were not confirmed through the data files. The balloon catheter was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.